Manufacturer narrative:
A4 patient weight: reported event 1: "~70" kg, reported event 2: "~80" kg d: please note that the section d information has been updated at this time based on additional information received regarding reported event 1. Section d information references the main component of the system from the first event; other applicable components are: product ID 977c190 lot# serial# va2nume019 implanted: 2022-12-01 explanted: 2022-12-01 product type lead, UDI: 00763000324391 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Event 1: additional information received stated that the cause of the shifted electrode was patient anatomy and the initial lead position.

Event description:
Reported events: 1. It was reported that a 34 year old patient experienced a shifted electrode due to use error on (B)(6) 2021. It was stated that right after closure, when performing the final intraoperative CT scan, the thoracic lead was shifted toward the left side. Additional surgery time was needed to correct the placement of the thoracic lead which resulted in a longer surgical duration. Correction of the lead placement implied additional electrophysiological measurements, surgical manipulations (a larger scar), imaging, and longer anesthesia duration. It was noted that the patient¿s radiation dose for the additional imaging remained within the expected radiation range as fluoroscopy was used instead of x-rays. The additional surgery time was noted to have resulted in a centered placement of both leads, which was ¿mandatory for improved future rehabilitation.¿ the patient reportedly ¿recovered well from the surgery without any residual effects.¿ 2. It was reported that ¿during the surgery, the thoracic lead body had been accidentally damaged during the anchoring.¿ it was noted that the broken electrode was due to use error. The lead was exchanged with a new one during the surgery on (B)(6) 2022 for the 30 year old patient.

Manufacturer narrative:
B5: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Section d information references the main component of the system from the first event; other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2022, ubd: unknown, UDI#: unknown. D2: device used for off label indication. The indication the device was used for was targeted epidural spinal stimulation (tess) to modulate pressor responses and manage blood pressure instability. H6: please note that conclusion code d12 applies to reported event #1 and conclusion code d14 applies to reported event #2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.